Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), autoimmune hypothyroidism ("thyroid disorder/ autoimmune disorder type of disorder: hypothyroidism"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and rash ("rashes or skin conditions"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, allergy to metals, hypersensitivity, autoimmune hypothyroidism, psychological trauma, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight decreased and rash outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, autoimmune hypothyroidism, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, nickel allergy, hypersensitivity, thyroid disorder and psych injury. Date(s) of insertion: (B)(6) 2014 (as written in ppf,discrepancy noted); 2013 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporters information updated. Event ¿thyroid disorder¿ updated to ¿autoimmune hypothyroidism¿. Events added- rash. Seriousness criteria removed for events pregnancy with contraceptive device and menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and rash ("rashes or skin conditions: type rashes"). In (B)(6) 2014, the patient experienced autoimmune hypothyroidism ("thyroid disorder/ autoimmune disorder type of disorder: hypothyroidism"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and miliaria ("rashes or skin conditions: tyep : like heat rash"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, allergy to metals, hypersensitivity, autoimmune hypothyroidism, psychological trauma, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight decreased, miliaria and rash outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, autoimmune hypothyroidism, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, miliaria, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, nickel allergy, hypersensitivity, thyroid disorder and psych injury. Date(s) of insertion: (B)(6) 2014 (as written in ppf,discrepancy noted); 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received: heat rash was added as a event. Lab test was updated from imaging procedure to hsg. Onset date of events added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and rash ("rashes or skin conditions: type rashes"). In (B)(6) 2014, the patient experienced autoimmune hypothyroidism ("thyroid disorder/ autoimmune disorder type of disorder: hypothyroidism"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and miliaria ("rashes or skin conditions: type : like heat rash"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, allergy to metals, hypersensitivity, autoimmune hypothyroidism, psychological trauma, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight decreased, miliaria and rash outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, autoimmune hypothyroidism, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, miliaria, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, nickel allergy, hypersensitivity, thyroid disorder and psych injury. Date(s) of insertion: (B)(6) 2014 (as written in ppf,discrepancy noted); 2013, (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of product technical complaint. On 6-aug-2020: medical records received no new clinical information received. On 3-aug-2020: medical records received no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('stillbirth/miscarriage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), thyroid disorder ("thyroid disorder"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, allergy to metals, hypersensitivity, thyroid disorder, psychological trauma, vaginal discharge, fatigue, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, thyroid disorder, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, nickel allergy, hypersensitivity, thyroid disorder and psych injury. Date(s) of insertion: (B)(6) 2014 (as written in ppf,discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- " pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, nickel allergy, hypersensitivity, thyroid disorder, psych injury, pregnancy, device ineffective, stillbirth/miscarriage, migration, vaginal discharge, hormonal changes, headaches, nausea, nuero condition/problem, vision problems and weight loss", lab data, patient demographic added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.